Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and urinary tract infection on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's other blood glucose was 400 mg/dl, 118 mg/dl. Troubleshooting was done for low blood glucose and over delivery. The customer was treated by intravenous insulin for high blood glucose and by food for low blood glucose. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.